Manufacturer narrative:
The (B)(4) has been allocated to this case by rayner. The healthcare facility reports that a rayner iol developed opacification in the post-operative period and that as a result of opacification the iol would be explanted. The healthcare facility have agreed to retain and return the explanted iol to rayner for analysis. No further information is available to rayner at this time. The healthcare facility has been asked to provide additional information to rayner in order to facilitate investigation of this report.

Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility that the development of opacification had been observed in a rayner iol post-operatively.